Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when removing a gallbladder from the abdomen during a laparoscopic cholecystectomy, it was stated that a specimen bag was broken. A new retrieval bag was used to complete the case. There was no patient injury.